Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that the patient went into complete heart block during balloon aortic valvuloplasty as a straight guidewire was crossing the native valve to prepare for the implant for this transcatheter bioprosthetic valve. The patient¿s heart rate dropped to 30 beats per minute. Following successful implant of the valve, a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.